Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed aging (worn) check valve (cv47-b) which connects to the tubing through valve (vl13). The fse replaced the check valve to resolve the leak issue. The fse also replaced the faulty actuators at valves (vl4 and vl6) for hemoglobin (hgb) venting to resolve the incomplete hemoglobin (hgb) issue. The fse then performed verification of instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the instrument was generating sporadically incomplete hemoglobin (hgb) and less than 5 mls of cleaner leaked from the manual probe of the coulter lh 780 hematology analyzer while the instrument was at rest. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There were no patient results affected and there were no erroneous results reported out of the laboratory. There was no death, injury, or affect to user or change to patient treatment attributed to this event.